Manufacturer narrative:
The investigation has confirmed there is a product problem with pth stat reagent/calibrator lot combination 432043 (reagent)/ 419983 (calibrator), leading to an under-recovery of low concentrated 3rd party controls and patient samples. On (B)(6)2020, the customer started using calibrator lot 419983 and was using this lot when reagent lot 432043 was used. For the affected pth stat lot, the target value assigned for calibrator 1 on the e60x analyzers was close to zero. The root cause has been identified in the standardization of the affected lot.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys pth stat immunoassay results for 2 patients, from the cobas 6000 e601 module with serial number (B)(4). Note: the units of measure were not provided. Patient 1: the result with lot 401130 was 0.9 and the result with lot 432043 was 0.315. Patient 2: the result with lot 401130 was 1.8 and the result with lot 432043 was 1.36. It was unknown if the questionable results were reported outside the laboratory. Reagent lot number's 401130 expiration date was asked for but not provided.